Event description:
It was reported that a vena cava filter allegedly failed to open after deployment. The filter allegedly tilted and had a cephalad misplacement. The apex of the filter was at the renals. The physician was able to use a snare to straighten the filter. He then used a vena cava filter removal sys to retrieve the filter. No pt injury.

Manufacturer narrative:
The device history records were not reviewed as the lot number was not provided. The result of the investigation was inconclusive as no sample was returned for eval. Images were reviewed, however, the images were not clear enough to make an assessment for the failure to open or the tilt. The physician stated that it looked like there was clot on the filter, before it was discarded at the facility. A clot could have prevented the filter from opening. The current instructions for use states: precaution: do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the g2 filter. Warning: if large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter.